Event description:
A (B) (6) customer tested his blood glucose using his brio meter and received a reading of 130 mg/dl. A lab test was also performed and that result was 70 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the 130 mg/dl reading, so no product will be returned. The customer's meter was replaced.